Event description:
Abh initially received info on (B)(6) 2011, via a sales rep, indicating that several group a (B)(6) infections had been identified as having occurred in diabetic podiatric pts treated with dermagraft at a single outpatient facility earlier this year. Follow-up info obtained by an (B)(6) officer on (B)(6) 2011 indicated that such infections have been identified in a total of 12 pts, all of whom were subsequently treated at the same inpatient hospital facility, and that four of these pts had died (the deaths occurring in (B)(6) july and (B)(6) of this year). According to info provided by the inpatient facility, 4 of the 12 pts who had received dermagraft experienced only wound infections and another 8 had positive blood cultures. All 12 had dermagraft applied at least once, and most had had multiple applications. (Of note, however, is that an add'l group a (B)(6) infection was also identified in a non-podiatric pt who had not received dermagraft). Specific info regarding cause of death for the 4 pts with fatal outcomes, including the relationship if any between the infection and the fatal outcome, has not been provided by the treating facility, however, it has been disclosed that all 4 of these pts, and most of the others, were elderly and had multiple underlying severe comorbidities. All surviving pts have been cured of their infections and released from the hospital. An infectious disease investigation of the outpatient facility is ongoing. Abh has identified and conducted sterility testing on all lots of dermagraft determined to have been involved in the treatment of the pts who developed these infections, and all preliminary test results have been negative. In addition, abh has no reports of other infections involving group a (B)(6) organisms associated with any of the identified lots, or any other lots of dermagraft, during this period.

Manufacturer narrative:
Invasive group a (B)(6) infections are associated with high rates of morbidity and mortality and also with a substantial risk of transmission in health care institutions, where cross-transmission is common, pts who are elderly or have underlying medical conditions (including cardiovascular disease, diabetes, skin breakdown, steroid exposure and malignancy) are at greatest a priori risk for developing such infections, and older pts have the highest incidence and case-fatality rate. (B)(6). On the basis of the currently available info, abh considers the cluster of (B)(6) infections described above to be unrelated to any failure, malfunction or mfg process involving dermagraft. Initial sterility testing performed on all dermagraft lots as part of product release testing was negative. To ensure safety, we are conducting retesting of the lots in question. This retesting process will not be entirely completed until late (B)(6) 2011. The facts that the confirmed group a (B)(6) infections are confined to one geographic and institutional location, and that at least one infection involved a pt who did not receive dermagraft, both argue for an infection source specific to that location and possibly its treatment procedures, and not related to the graft itself.